Event description:
It was reported to philips that the heartstart mrx defibrillator failed the defib test during shift system check when using external paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.